Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A phillips field service engineer (fse) went onsite to check on the reported issue. The fse confirmed the reported problem that there was alarm sound malfunction. The fse had replaced (B)(4), iv2-flex mechasy loudspeaker assembly, (B)(4), iv2-flex cable kit basic and (B)(4), iv2-flex power switch/ ECG sync out bd at the customer site to resolve the reported issue.

Event description:
It was reported that there is a speaker malfunction. It is unknown if there is sound. The device was not in use on a patient at the time of the event. There was no adverse event reported. A field service engineer (fse) went onsite and confirmed an alarm malfunction. The speaker was replaced.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6) .